Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that about a week ago they had called a mdt rep, however the rep didn't understand what they were trying to say. Pt started describing the controller and ins battery indicators on the controller. Pt stated that as it discharges, the one on the bottom (ins battery) would go down a little ways and then the top one (controller battery) would come down some along with the top one (ins battery) and that they would kind of flip flop back and forth until they're both (controller and ins batteries) pretty well gone. Pt stated that now it just goes from the bottom and all the way down until it dies; pss understood that the pt was describing the ins battery depleting until the ins battery was completely drained. Pt stated that when they plug the controller up, when the cord with the paddle went all the way down, then they would hook the controller up to use it to a. Pss attempted to clarify with the pt, however pt stated that the device batteries didn't go down a little each time like they used to. Pt stated that the ins would go completely down without using any battery from the bank/reserve (pss understood that the pt was meaning the controller when they said bank/reserve). Pt stated that the ins was the only battery that was discharging. Pt confirmed that they had the stimulation on all the time. Pt stated that they would say the ins battery was going down quicker since it was not using any of the battery in the reserve (controller). Pss reviewed with the pt that the controller and ins batteries wouldn't deplete at the same rate and that ins battery depletion rate was dependent on therapy settings/usage. Pt then cut pss off and said that they understood all of that. Pt then stated that once the controller goes down, then the controller wouldn't feed off the other (ins battery) at all. Pss reviewed with the pt that they could only charge one device at a time (controller or ins) and that the ins battery couldn't charge from the controller unless they were recharging the ins using the rtm with the controller. Pt then stated that when "a" (ins battery) went down 20%-30%, then the ins would use some of the other (controller battery) and that they would go back and forth until both devices were pretty low. Pt stated that now it was totally different and that it just uses the bottom number (ins battery) until it was straight acrossand wouldn't pull any battery down from the top (controller battery). Pss reviewed again with the pt that the ins wouldn't gain battery unless they were charging the ins using the controller with the rtm. Pt then stated that it was charging it and that it always does but it won't charge off of "a" and that all it will charge is the bottom one. Pss reviewed equipment/ins recharging functionality again with the pt. Pt stated that this issue just started less than a week ago and that it's never done it like this before. Pt stated that they didn't understand what pss was saying; pss attempted to explain controller/ins battery usage and controller/ins recharging to the pt again. Pt said again that they understood and that when the ins dropped 70-80% it would start drawing from the controller battery. Pt then stated that they weren't getting anywhere and that they were gong to hang up and get someone to help them figure out how to word the issue. Pss suggested that the pt meet the rep in person for further assistance. Pt stated that they were told to just contact ps as the rep didn't think that they could help with this issue. Pss apologized and then pt asked how hard it was to remove the ins since the ins wasn't going a whole lot anyway; pss redirected pt to hcp. Pt stated that hcp would just redirect them to a rep. Pt stated that that's all there was to converse about and that their time was wasted. Pss advised the pt that pss was trying to assist, but that some in person assistance might be better for them. Pt then stated that they had too much other stuff on their mind to worry about and that they would get something figured out. Due to nature of the call, pss did not ask for further information.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient said the battery was not draining that fast but it should have been recognized and replaced. It was taken out and replaced ad then it got infected then they put one in their neck for 14 days. They spent 14 days in intensive care with a horrible infection. After 14 days, they put a new on in on the other side.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.